Event description:
Philips received a complaint on a mx40 2.4 ghz smart hopping device indicating a problem was identified where it is not possible to resume patient monitoring after it has been on standby, resulting in longer interruptions when it has been necessary to change units, move the unit between wards/corridors or sign in and out of the same unit to restart monitoring. The customer identified that on (B)(6) 2026 the device was offline 14:05:04 - 14:06:12 with an outage time of 1min 8s and on (B)(6) 2026 the device was offline 12:05:42 - 12:10:30 with a total interruption time of 4min 47s. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4 the manufacturing date for the reported device is prior to 24sept2016, so no UDI required.